Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a semi-permanent catheter placement procedure using a glidepath hemodialysis catheter via the right internal jugular vein. During the procedure, it was reported that the guidewire became stuck within the introducer needle and could neither be advanced nor withdrawn from the patient. It was further reported that the guidewire became stretched, resulting in difficulty with its removal. The procedure was subsequently completed using an alternative device. There was no reported patient injury.